Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 125 ohms on a non-boston scientific right ventricular lead. Upon reviewing the daily measurements there were no sensing or capture issues. Multiple lead impedance tests were performed all ranging between 40-45 ohms. Pacing impedances were also stable. This was to be further discussed with the physician. No adverse patient effects were reported.

Manufacturer narrative:
Ongoing high shock impedances continue for this patient. Resolution has again been requested from the field representative. The representative reported that this device and non-boston scientific lead were replaced with non-boston scientific products. The device will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field. It was later reported that the patient was scheduled to see another physician and enrolled with remote monitoring. This investigation will be updated should further information be provided.